Event description:
Abbott diabetes care received a medwatch report in which a pharmacist reported on behalf of a customer that the adc device had a button/power issue. Details of the user report are as follows: "the buttons also aren't very responsive and pt has to push buttons multiple times". There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria. However, it was submitted to FDA as the complaint was received via user report. If device serial number is known, this issue may require a DHR review if criteria is met as per adcs established process and procedures. If the device serial number is unknown, or if criteria is not met for known serial number, no further activities are required, and this case can be closed with no further meg activities required. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.